Event description:
The customer reported that the clear insulation became damaged during the procedure. Another device was opened to complete the case and there was no patient injury. The device was returned to covidien and initial evaluation found it to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.